Manufacturer narrative:
The customer was sent a new battery to address the event. A root cause could not be determined as no parts were returned for evaluation.

Event description:
It was reported that the ventilator battery failed. There was no patient involvement. The event date was not specified, estimate used.